Event description:
It was reported, the patient had planned a trip to (B) (6) and thought it would be a good idea to check his device status. He pushed the upper left button on his remote and he felt a shock all over the left side of his body. His body started flailing and that lasted about an hour. Later, his wife pushed the button for the second time. He felt an instant shock and tingling. He started flailing again and his wife called 911. They went to the emergency room and found nothing wrong but his flailing (dyskinesia). The patient went to see his regular hcp. The patient thought the device was off but the programmer showed it was on. The hcp turned the device off and the patient felt a little shock, but the dyskinesia stopped. The hcp reduced the stimulation and adjusted his medications. The patient was reported to be fine. An impedance check was recorded and all were between 1119-1733 ohms and 11-14 ma except between contacts 0&2 and 0&3. These showed greater than 2000 ohms and 10 ma. The patient was admitted to the hospital for "rapid medicine changes". The patient reported increased freezing and the hcp was trying to adjust his medications and stimulation while the patient was under observation. The hcp indicated the hospitalization was unrelated to the shocking events. The patient was seen by the manufacturer's representative while in the hospital. Two different patient programmers, as well as a physician programmer, were used with no issues. Impedances were checked and fine. The patient's programmer was replaced. The patient received "good therapy" and was pleased with his current status. Please see MFR. 3004209178201004387.

Manufacturer narrative:
(B) (4).